Event description:
A peritoneal dialysis (pd) patient contact reported they just received a replacement power cord because the original power cord was loose. The contact stated the power cord they just received was more loose and when they plugged the power cord into the cycler and into the outlet, it created a spark. The contact was advised to continue use of this cycler and to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). The patient would not perform manuals and declined to perform capd as the cycler still functioned. The cycler was replaced. There was no patient involvement or injury at intake. Upon follow-up, the patient contact stated the patient had reported the power cord sparked at the plug. The patient contact stated no damaged was noted on the plug or outlet itself or on any other components. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of charred components or flames. The patient contact stated the patient was not connected at the time of the call. The patient was trained on continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment if needed and stated the patient was able to continue use of the cycler with the current power cord and cycler pending receipt of the replacement cycler. The patient contact has not reported any other issues while using the current power cord the last few nights. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported they just received a replacement power cord because the original power cord was loose. The contact stated the power cord they just received was more loose and when they plugged the power cord into the cycler and into the outlet, it created a spark. The contact was advised to continue use of this cycler and to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). The patient would not perform manuals and declined to perform capd as the cycler still functioned. The cycler was replaced. There was no patient involvement or injury at intake. Upon follow-up, the patient contact stated the patient had reported the power cord sparked at the plug. The patient contact stated no damaged was noted on the plug or outlet itself or on any other components. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of charred components or flames. The patient contact stated the patient was not connected at the time of the call. The patient was trained on continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment if needed and stated the patient was able to continue use of the cycler with the current power cord and cycler pending receipt of the replacement cycler. The patient contact has not reported any other issues while using the current power cord the last few nights. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage there were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Turn on/off test passed voltage check passed system air leak test passed valve actuation test passed pre-accelerated stress test simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.